Event description:
It was reported that during a pci treatment procedure deflation difficulties were encountered with the maverick2 monorail 20x2.5 mm balloon after the first inflation to 11 atms. The lesion being treated was in the left anterior descending coronary artery. The physician used a 6f terumo introducer sheath for vascular access, a 6f ebu guide catheter, and a pt2 moderate support guide wire to cross the lesion. Attempts to deflate the balloon with negative pressure, and by using a different inflation device were unsuccessful. The maverick2 monorail balloon was still inflated when removed from the pt. Another balloon of the same type was used to successfully complete the procedure. No pt injuries or complications were reported.